Event description:
The customer reported that during an lavh procedure, the device locked on tissue. The surgeon was not able to open the jaws and had to cut the instrument out of the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.